Event description:
A nurse reported with a description of lens did not deploy for surgeon, that the difficulty arose when attempting to push the lens through the cartridge with the inserter. A few attempts were made and the insert instrument would not engage the lens. The surgeon requested that a new lens be used, the scrub obtained the new lens, a new cartridge and inserter. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.